Event description:
It was reported that a large volume infusor under-infused; only 70% of the solution infused during patient use. The device was filled with cefepime (aft) 6000mg in sodium chloride 0.9% 240ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). E1: initial reporter postal code: should additional relevant information become available, a supplemental report will be submitted.